Event description:
Customer reported in 2009 purchasing test strips; however, test strips were three days from expiration, and customer called for strip replacement. At about 3 days later, customer stated due to not yet receiving the replacement strips, was not able to test, experienced symptoms of lightheadedness, dizziness and upset stomach and reportedly experienced seizure activity. Customer denied requiring third party medical intervention and no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. As this case involves a delivery delay, no product is expected to be returned and investigated.